Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Photos and medical records were provided and reviewed. Approximately ten years post filter deployment, a CT chest scan demonstrated a linear radiopaque foreign body measuring approximately 3 cm within the anterior wall of the right ventricle, likely corresponding to an ivc filter leg. CT of abdomen and pelvis demonstrated an infrarenal ivc filter present with multiple prongs extending beyond the lumen of the ivc. Therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. Additionally, based on the provided photos the investigation can be confirmed for filter removal with ten attached filter limbs, one detached filter arm and one detached filter leg. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs perforated into organs and detached. The device and filter limbs were removed percutaneously. The status of the patient is unknown.